Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened racepack. Analysis and results: there are no previous complaints of the same reference-batch. There are no units in stock. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. A minimum of five samples would be preferred to fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Although the results of the samples received fulfills the OEM requirements, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). First incident: needle detached from thread very easy during withdrawal. Second incident: needle was detached from needle in the close package / foil. Third incident: during pull through of the tissue the neddle detached. Every affected sample was discarded. Received 1 close sample for analysis.